Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered shocks to the patient, due to t waves oversensing. An x ray was recommended. This electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered shocks to the patient, due to t waves oversensing. An x ray was recommended. Additional information was received which indicated that the patient received another inappropriate shock due to atrial fibrillation (af), low amplitude and oversensing. Subsequently, the device was programmed off due to poor r wave sensing, inappropriate therapy. The electrophysiologist will follow and decide on further action depending on the clinical course of the patient. This s-ICD remain in service. No adverse patient effects were reported.